Event description:
It was reported that the ilet pump displayed alert 38 indicating a stalled motor, the alert persisted after a restart, and a dry run reproduced an ¿unable to proceed¿ alert; the patient¿s blood glucose rose to 289 mg/dl and the patient required subcutaneous insulin by pen, consistent with a failure to infuse related to the motor component. Symptoms included hyperglycemia. Outcomes included a serious illness/impairment and an unexpected medical intervention requiring medication. Investigation included interviews and analysis of user-provided information. Investigation of this case revealed a communications problem and a device motor issue consistent with a failure to infuse. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.